Event description:
Pt had an iatrogenic foreign body placed in airway, which was promptly removed with bronch/forceps. Endotracheal tube exchange then proceeded uneventfully over a 14 fr catheter. On bronchoscopic exam (a normal post-exchange exam to confirm proper placement), a small piece of yellow-colored material was visualized in the r mainstem bronchus. The 1st airway exchange catheter was carefully examined, and it was found that a small piece appeared to be missing from the distal end. This apparently sheared off from contact with a somewhat sharp intra-luminal surface within the dlt. Wire forceps were obtained and the foreign body was promptly removed as a joint effort with anesthesia and thoracic surgery teams. No trauma was evident after removal, and no sequela are anticipated. Do you have a picture of the product? No.